Event description:
Procedure: lap gastric bypass. According to the rptr: the gastro jejunostomy had uncontrolled bleeding post op, and the pt had to be taken back to the or after a transfusion in the unit, and this did not take care of the problem. During the re-op, the surgeon over sewed the entire anastomosis using a 2-0 silk on an sh needle. The bleeding had stopped. As reported by the sales rep, tissue damage and pt injury was reported. Blood loss reported was 300cc. Doctor also reported a leak at the sight of the bleeder. Pt is still in ICU under watch.

Manufacturer narrative:
Date initial report sent: 10/13/2009.